Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Evidence of rv oversensing has been noted during high rate non-sustained episodes that occurred during (B)(4) 2015. Rv pace lead impedance was 4047 ohms on (B)(4) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture, high thresholds, high impedance, and nonsustained ventricular tachycardia showed artifacts. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.